Manufacturer narrative:
The investigation into the reported purge system leak has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. However, based upon previous reported issues of the same failure, the most likely cause of the purge leak was sidearm bond damage. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66 year-old female in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The purge system was leaking which required a pump replacement after 2 weeks of support. There was no patient harm as a result of the issue.